Event description:
A report was received that the patient underwent an explant procedure due to severe pain at the pocket site whether the stimulator was on or off. The patient was doing fine following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #:15431599, description: next generation anchor kit-sterile it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.